Event description:
Pacemaker was attached to a 68-yr-old male pt who had undergone by-pass surgery. The pacemaker was not actively pacing as the pt's heart rate was above the demand threshold. The pacemaker had been programmed in the or and sent over with the pt. Clinical engineering was called because the rn did not know how to activate the pacemaker modes. While attempting to assist the rn, rptr learned that none of the csicu rns had been inserviced on this pacemaker. There was no operator's manual available in the dept. Rptr was told that the only person knowledgeable about this particular pacemaker was one of the anesthesiologists. Rptr recommended that the pacemaker be changed to a model that everybody was familiar with, if possible. Rptr then contacted co. Co rep was unavailable to come in for an inservice that evening, but will arrange for inservicing as quickly as possible. Rptr requested operator's manuals and videotape for or csicu, cath lab, ccu and clinical engineering. In the meantime, rptr gave csicu the "800" number for co's tech svc so they can receive 24 hr assistance by phone if necessary. Co informed the rns in csicu that the pacemaker was not to have been put into service until involved depts were inserviced by co.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other, other, other. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.